Manufacturer narrative:
This MDR is being filed after a retrospective review of all complaint reports. Nerve damage affecting motor function is a known rare risk (less than 1 incident per 1,000 treatments), expected to fully resolve over time without requiring medical intervention nor resulting in permanent disability or damage. Due to the extended time to resolution, nerve damage affecting motor function is being reported. Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met specifications prior to shipment.

Event description:
Patient reported some numbness, pain and trouble gripping objects with her left hand. Report was provided 2 weeks after treatment. Multiple attempts at contact by clinic were unsuccessful at obtaining followup information. No known interventions.